Event description:
Complaint description: the PICC was inserted in the median left cephalic however rupture in dilator was observed. The device was replaced.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the PICC was inserted in the median left cephalic; however, rupture in dilator was observed. The device was replaced.